Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In the middle of (B)(6) 2023, the user started to lose the hearing benefit from the device. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, several channels migrated post-operatively out of cochlea as confirmed by diagnostic imaging. The recipient was re-implanted on the contra-lateral side, due to a mechanical damage of the cochlea, which reportedly occurred during initial implantation on the concerned side. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In the middle of (B)(6) 2023, the user started to lose the hearing benefit from the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In the middle of (B)(6) 2023, the user started to lose the hearing benefit from the device. Reimplantation is considered.